Event description:
Advocate stated his sister tried to use the microlet lancets and got an infection. She was treated with antibiotics from her doctor. The lancets are expected to be returned for evaluation. Product information was not provided. Replacement lancets were sent to the customer.

Manufacturer narrative:
Product information was not provided, so it was not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared. Initial reporter phone and address were not provided.